Event description:
As reported by and edwards demark affiliate, during a subclavian tavr procedure with a 26mm sapien 3 ultra valve, there was difficulty inserting the commander delivery system into the esheath as the valve was passing through the esheath at the insertion site. The valve went out through the side of the esheath at the point where the esheath entered the subclavian artery, and it was suspected that the esheath liner tore. Upon attempt to remove the system as a unit, the esheath split more, and there was difficulty retrieving the device through the esheath tip. They resolved the issue by upgrading to 16fr esheath and dilated with an 8 mm balloon. There was no patient injury, and the outcome was good. Per medical opinion, the root cause of the liner tear was the difficult access and narrow patient conditions. The root cause of the inability to advance through the esheath was the angulation of the esheath and the patient's tortuosity combined. Per preliminary engineering observations, there was frame damage. Valve frame was completely damaged with two struts from the inflow and three from the outflow completely bent outwards. One strut in the inflow aspect was found bent inwards.

Manufacturer narrative:
Investigation is still ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the edwards lifesciences risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on returned device evaluation. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ''during the procedure, there was difficulty inserting the commander delivery system into the sheath as the valve was passing through the sheath at the insertion site'' and ''the valve went out through the side of the sheath at the point where the sheath entered the subclavian artery, and it was suspected that the sheath liner tore.'' Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,'' ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,'' and ''do not over-manipulate the sheath at any time.'' Additionally, it was reported that patient had tortuosity and the device was inserted at a steep angle. A combination of these factors can create a challenging pathway for delivery system advancement through sheath leading to resistance and high push force. In this case, the reported insertion difficulty is indicative of resistance being experienced at the time of use. Furthermore, significantly bent frame apices were identified during product evaluation, suggestive of the frame undergoing deformation via physical interactions between the crimped valve and esheath. Therefore, it is likely that excessive force was used to overcome navigation difficulties, resulting in frame damage and torn sheath as reported. As such, available information suggests that procedural factors (excessive device manipulation, insertion angle) and/or patient factors (tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.